Event description:
It was reported that the patient was going for a c-section, and the nurse reported that these foley catheters were leaking at the bottom of the drain bag. They had to go to a different floor and get a foley from a different batch, and that one was successful for them. Per follow up via email on 20dec2022, customer stated that two foley leaked and the leaking was noticed immediately. The third foley which the nurses got was fine.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the product had caused the reported failure. However a failure mode or potential root cause of this failure mode could low latex viscosity. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was going for a c-section, and the nurse reported that these foley catheters were leaking at the bottom of the drain bag. They had to go to a different floor and get a foley from a different batch, and that one was successful for them. Per follow up via email on 20dec2022, customer stated that two foley leaked and the leaking was noticed immediately. The third foley which the nurses got was fine.